Manufacturer narrative:
The device was returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility. A root cause could not be identified. Based on the results of the investigation, the cause of the reportable issue found during the device evaluation could not be established. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation a root cause could not be identified date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center image presented artifacts on the screen and the connector header was dirty. There was no patient involvement.